Manufacturer narrative:
H11: correction in b5 and h6 (health effect - impact code).

Event description:
It was reported that during a tympanostomy procedure, the tula delivery system could not be successfully deployed. The failure occurred in a cleft patient that had very small and undeveloped anatomy. The eardrum was angled so it was not possible to get direct apposition of the tds device for a successful deployment. After 2 attempts on the same ear using a unilateral kit, the procedure was aborted. A surgery in the or was scheduled. The outcome is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product information was available therefore a manufacturing record review could not be performed. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation was performed and concluded based on the available information no further action is required at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a tympanostomy procedure, the tula delivery system could not be successfully deployed. The failure occurred in a cleft patient that had very small and undeveloped anatomy. The eardrum was angled so it was not possible to get direct apposition of the tds device for a successful deployment. After 2 attempts on the same ear using a unilateral kit, the procedure was aborted. Revision surgery in the or was scheduled. The outcome is unknown.